Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that the balloon separated from the shaft. No intervention was reported. There were no pt effects. No additional event or pt info is available.